Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the patient¿s injury it is concluded that the injury on the patient¿s left arm was caused by a combination of factors: the coil cable was in the close proximity of the affected area. Three consecutive scans on high sar were administered. The patient was elderly and fully sedated, which indicate a hampered thermo-regulation. The humidity in the examination room was higher as the limit as indicated in the instructions for use. (B)(4).

Event description:
Philips received a report from a customer related to a heating incident of a patient who sustained reddening of the skin and a blister (approx. 6cm) on the upper left arm. The patient was anesthetized, positioned head first supine and scanned for a brain examination with the quad head coil.